Event description:
(B) (4). As reported to coloplast, a patient experienced erosion of the device. One month after implant, the patient began to experience intense neuralgia in genital area. It was determined that the mesh had gone through the obturator nerve and was causing the neuralgia. In addition, the sui returned, so the sling also failed in the initial function. The mesh was removed, the doctor did a resection of the pelvic floor, and the neuralgia has significantly subsided. Dates of use: 2008-2009.

Manufacturer narrative:
Neither the lot number nor the device were available, so no evaluation could be performed. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events. Device not returned